Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of possible lots. No pattern related to irradiation dose lots or device lots were noted. Confirmed labeling included cautions regarding pin site care.

Event description:
The didit widget external fixation system was reported used in article "management of flexor injuries with proximal interphalangeal joint contracture." It is written with patient #3, "he had a superficial pin site infection at 7 weeks and 14 weeks after application of the device. Both times he was treated with oral cephalexin, and the second time his pins were removed as well."

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of possible lots. No pattern related to irradiation dose lots or device lots were noted. Confirmed labeling included cautions regarding pin site care.

Event description:
The didit widget external fixation system was reported used in article "management of flexor injuries with proximal interphalangeal joint contracture." It is written with patient #3, "he had a superficial pin site infection at 7 weeks and 14 weeks after application of the device. Both times he was treated with oral cephalexin, and the second time his pins were removed as well."